Manufacturer narrative:
This ICD remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during implant, this implantable cardioverter defibrillator (ICD) exhibited a high out of range (oor) pace impedance value and noise. The associated right ventricular (rv) lead was removed and reinserted, and all measurements were normal and stable. Associated rv lead is a competitor product. There were no adverse patient effects reported.